Event description:
The reason for call was caller stated that their controller won't hold a charge. Caller stated that they charge the controller to 100% every night and then they don't need it that night so they leave it on the counter. Caller added that when they get up in the morning the controller will be at 70% and right down to nothing. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery and caller mentioned that it is in a foreign language. Agent walked the caller through changing the language back to english. Caller confirmed the language is back and they were able to confirm controller is 40% and implant is 30%. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. Patient called back to report that her handheld is not working. Initially patient appeared to say the controller is not charging up, but then she went on to talk about the battery not staying charge. After further troubleshooting, it appeared that patient is able to recharge the external controller and then the neurostimulator, however patient can't feel stimulation to get pain relief. Patient didn't know how long it's been since she stopped feeling stimulation. Technical services(ts) redirected patient to hcp to get further programming. Patient only has group a with one program. Patient stimulation was over 7 ma, but she went up to 8.3 ma and she still couldn't feel stimulation.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient's device was reset and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt, serial# (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.